Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the same generator was used to finish the case robotically (original configuration).

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the user informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that they encountered repeated errors on the erbe generator, specifically error codes c-06, m-11, and m-18. The user was not present in the room during the occurrence of these issues. The tse recommended that the user power cycle the erbe. The user continued with the procedure. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was not able to reproduce the issue, however, the fse still replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found that the reported m-11 internal timeout issue was confirmed via system logs. No visual issues were found. The unit was tested, energized, cauterized successfully, and all ports recognized instruments. The complaint was confirmed based on system logs the probable root cause in this case is attributed to the faulty erbe generator. This issue was resolved by replacing the erbe generator. This issue is captured in the is4000 family shared clinical risk analysis (818001-45 rev at) via risk ID g4-sys-70289.